Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 520 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly coming off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was activated.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula did not measured the correct full length according to specification and was observed to be damaged. It could not be determined when or how this damage occurred. The download data shows no hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.